Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-31889. It was reported one of the patient's leads had migrated. The issue was confirmed via x-ray. It was noted the patient lost effective stimulation. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had migrated, so both are being reported.